Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer¿s blood glucose level. The caller reset the pump with assistance from the technical support team, and the malfunction code did not recur. The customer was informed to call back if the issue persists and chose to resume insulin loading independently without further assistance.